Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: drape had a burn mark. Probable root cause: light source power output. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was a drape burn.

Event description:
It was reported that there was a drape burn.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.